Event description:
The reporter did not state the reason for the return of the personal alarm ii model 8203. There was no patient contact or injury reported. Inspection shows that the alarms battery connectors inside the unit are damaged which could potentially cause the alarm to work intermittently.

Manufacturer narrative:
Evaluation results: (other) - the battery connectors inside the alarm unit are damaged. Note: this model has been discontinued by the posey company.